Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty occurred. The target lesion was located in a severely tortuous unspecified vessel. The 2.50mm x 28mm promus element plus stent was advanced but was not able to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. Returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: a visual examination of the entire length of the device found no kinks along the entire length of the shaft. An examination of the crimped stent found that the stent was damaged. The stent was severely damaged at its proximal end. Struts in the 12 most proximal rows were stretched proximally. As a result of this damage the proximal end of the stent was pulled back over the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).